Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Manufacturer narrative:
Additional information: product analysis : visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. During the procedure, one of the balloons "leaked" while " expanding with contrast medium in the vertebral body to the 250p, 2.5ml'. According to the report, "the c-arm machine showed there was little contrast medium in the vertebral body. After changing a new balloon, the surgery went on." No fragments of the balloon were left in the patient and no allergic reaction to the contrast media was reported. The procedure was completed successfully with no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.